Event description:
It was reported the broncho videoscope exhibited image interference. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device body damage led to image interference. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit, e216 scope communication error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.